Manufacturer narrative:
The getinge field service engineer (fse) replaced scroll compressor, muffler filter and muffler 1/8 npt. The product passed all system function tests, safety tests. Inspection results based on inspection record sheet were good. The following investigation was performed by the technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received the following parts associated with this complaint: scroll compressor, muffler filter and muffler 1/8 npt, these parts were received with a reported failure of a "maintenance required" message and an error code 14. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the scroll compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed error code 14 and found the compressor was failing to reach proper drive pressure. Most probably root cause is expected wear and tear. The other parts were found to have no issues. Retaining the parts in the failure analysis and testing department per the company procedure. Per sme- based on the information in the complaint, root cause of the fault codes was output failure of the scroll compressor due to wear.

Event description:
It was reported that during inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) unit has a power-up test fails # 14 (prior compressor failure etf). No patient were involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) unit has a "maintenance required/internal test error #14". No patients were involved.